Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system monitor went blank and the system had to be rebooted to finish case. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.